Event description:
It was reported that the device was sent in for standard maintenance and was found to have a calibration issue, a damaged cutter, a missing screw, and a worn roller. It was also noted that during the investigation, the device failed the sample cut. No adverse events were reported as a result of this malfunction. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : germany. Review of the most recent repair record determined the cutter was damaged, the bottom roller was worn, a screw was missing, and the device was out of calibration. The roller, cutter, and screw were replaced and the device was recalibrated and resolved the reported issue. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.